Event description:
It was reported that the device has display failure. No pt info is available.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.